Manufacturer narrative:
Country of origin is (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter complained of discrepant inr results with coguchek xs meter serial number (B)(4) when compared to a laboratory result using the hemo sil recombiplastin 2g werfen method. The laboratory result was 4.03 inr and the meter results were 7.8 inr and 7.9 inr. The patient noted that no additional tests were able to be performed due to the strips expiring shortly after the discrepant result. The patient¿s therapeutic range is 3 - 4 inr. There was no allegation that an adverse event occurred. Relevant retention test strips (lot 244031) were tested in comparison with the master lot coaguchek xs pt.. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. No product is requested to be returned related to this case since the strip lot is expired. The investigation did not identify a product problem. The cause of the event could not be determined.